Event description:
The hcp reported that during a pump replacement, that the pt was given an inadverdent overdose. The pump was filled with drug, but the catheter had not been aspirated prior to delivering a priming bolus after implant of .199 ml. The pt received a bolus of .14 ml or 280 mcg of lioresal. The pump has been stopped and the pt is being monitored.